Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient's (pt) device keeps flipping and it gets stuck on it's side, like an egg, when they bend down or use the bathroom. Pt states this issue started a few weeks ago, maybe like 3 weeks ago. Pt states at first it was just a few times and the pt was able to get it back but as of a few days ago, it became more frequent. Pt states yesterday it was stuck on it's side for like an hour and they went to ER and they said they couldn't do anything for them. Pt also stated their surgeon never got back to them. Pt stated they were able to finally get it back but now they mentioned it's hurting them and it continues to flip. Pt states reached out on social media and some people say they went back in, contacted medtronic or wore a band. Asked specifics information on these people but pt says they're on facebook and they've already reached out to medtronic regarding this. Pt did not provide any further info. Pt states they did mention this to their doctor but they said there is no way it could flip and pt wants to know if this is true. Pt also mentioned as of about a week ago they've been throwing up. Pt wanted to know if throwing up could cause issues with the device too. Pt services reviewed potential issues that could occur when ins flips. The patient was redirected to their healthcare provider to further address the issue. Device removal is planned for (B)(6) 2022.